Event description:
It was reported in an abstract that a total 50 patients underwent balloon kyphoplasty procedures (bkp), and 43 of those patients were available for more than 3 months for follow-up. Patients were 16 males and 27 females, and the average age was 78.0 years old. It was reported that "cement migrations" occured in six (6) patients. Preoperative cleft in vertebral body and injury in superior/inferior endplates were observed to all cases of the cement migration. The type of cement used on these patients was not specified in the abstract.

Manufacturer narrative:
Literature citation: hideto sano, masaichi hasegawa, masahito takahashi, atsushi hasegawa, shoichi ichimura. "Preventive measures for postoperative adjacent vertebral fracture at our medical institution". (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.